Event description:
It was reported that reservoir of a small volume infusor ruptured during filling. The device was filled manually with a syringe, per baxter¿s user manual. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14a004 was manufactured between january 10, 2014 - january 13, 2014. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One actual unit was received at the plant for evaluation. Visual inspection on the unit (via the naked eye), noted a ruptured bladder. The ruptured bladder was microscopically examined. As a result, markings located on the exterior surface of the bladder were observed near the rupture line. The cause was undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.